Event description:
Noise was also reported.

Event description:
It was reported that the patient was symptomatic and complained of syncopal episodes. The lead exhibited loss of capture and the insulation was abraded. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 23.4 cm to 24.2 cm from the connector pin, due to friction with another device. The proximal coil was exposed in the same area which could have caused the reported capture and noise problem.